Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. There was no damage found at the clevis. Failure analysis investigation also found the following damages, which were not reported: there were scratches on the surface of the distal pulley. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the additional finding of material removal from the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, a frayed cable was identified on a pk dissecting forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.